Event description:
It was reported that syringe 20ml ll s/c 50 packaging tore while opening. This occurred on 6 occasions during use. The following information was provided by the initial reporter: material no: 303310 batch no: 9072968, 8325715, 9048667. It was reported that when they peel open the package to put the syringe onto a sterile field. The wrap is tearing in a way that compromises the sterility so the cannot open it to the sterile field and it is wasted.

Manufacturer narrative:
Investigation summary: 7 opened blister pack samples received for investigation, samples could not be evaluated for the defect present as they were opened. Therefore 10 retention samples for each lot number reported were evaluated for any package or fiber tearing upon opening. No defects found, the results were compliant. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. The only probable cause is for lack of knowledge of the opening by the customer since the paper that is used is medical grade by direct seal, there are 2 opening techniques for blister with direct seal described below: 1) "opening with knuckles roll" is considered when a syringe or hypodermic needle opens in a sterile area. To open the blister, first the ¿peel apart¿ should be taken with both hands, each tab should be handled between the thumb and index fingers. The blister should be taken with the paper in the left hand and the film in the right hand]. Then, the blister should be opened with both hands equally with the product (syringe or needle) at the beginning of the opening. It should be opened with one movement in a moderate speed, moving both hands in opposite direction and simultaneously while keeping the small finger together (this causes the package to roll over the knuckles), making the same strength for opening both materials. 2) "straight pull" to open the blister, first the paper tab should be taken with the left hand. With the right hand, take the film tab and pull straight in the opposite direction. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9072968. Medical device expiration date: 2024-03-31. Device manufacture date: 2019-04-16. Medical device lot #: 8325715. Medical device expiration date: 2023-11-30. Device manufacture date: 2018-12-27. Medical device lot #: 9048667. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-03-29. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 20ml ll s/c 50 packaging tore while opening. This occurred on 6 occasions during use. The following information was provided by the initial reporter: material no: 303310 batch no: 9072968, 8325715, 9048667. It was reported that when they peel open the package to put the syringe onto a sterile field. The wrap is tearing in a way that compromises the sterility so the cannot open it to the sterile field and it is wasted.